Manufacturer narrative:
The manufacturer's device registry website provided information that conflicted with the implant and explant dates provided by the hcp. It is unclear when the leads and extensions were implanted or explanted. Lead: model 389033, lot# v031039 implanted: unknown, explanted: unknown. Lead: model 389033, lot# v034872, implanted: unknown, explanted: unknown. Lead: model 377860, lot# v125829029, implanted: unknown, explanted: unknown. Extension: model 3708240, serial# (B)(4), implanted: unknown, explanted: unknown. Programmer: model 37743, serial# (B)(4). Accessory: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced telemetry issues. A power-on-reset condition needed to be cleared. An overdischarge was suspected. Additional information received from the hcp reported that the patient's leads were removed due to infection on (B)(6) 2008. The implantable pulse generator (ipg) remained in the patient without any leads. On (B)(6) 2011, the leads were replaced and the ipg pocket was revised. The patient later came to the office for a 6th reset, and the cause of the event was likely difficulty communicating with the battery charger. The patient was educated on not letting the battery deplete, and it was thought that there was difficulty communicating as the patient weighed (B)(6). The ipg was replaced on (B)(6) 2011 due to a depleted battery, and there were 50cc of fluid around the ipg that was aspirated. The patient did not require hospitalization, and recovered without sequela.